Event description:
(B)(4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced cardiac arrest and died. The index procedure treated the 80% stenosed, 4.0x16mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation, the placement of a 3.5x16mm taxus liberte study stent and post dilation resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and prasugrel. After discharge the patient continued to have substernal chest pressure with shortness of breath and diaphoresis, however the symptoms would resolve temporarily with nitroglycerin. 5 days post the index procedure, the patient was admitted for treatment of right lower lobe pneumonia. His chest pain continued and he was transferred to the intensive care unit and placed on a nitroglycerin drip. ECG showed sinus rhythm and poor r-wave progression with some nonspecific st-t wave changes. Cardiac enzyme elevation was consistent with a myocardial infarction. 8 days post the index procedure the patient died. An investigator summary states the cause of death was cardiac arrest. Per the physician, the study stent was listed as "unrelated" to the events.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced cardiac arrest and died. The index procedure treated the 80% stenosed, 4.0x16mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation, the placement of a 3.5x16mm taxus liberte study stent and post dilation resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and prasugrel. After discharge, the patient continued to have substernal chest pressure with shortness of breath and diaphoresis, however the symptoms would resolve temporarily with nitroglycerin. 5 days post the index procedure, the patient was admitted for treatment of right lower lobe pneumonia. His chest pain continued and he was transferred to the intensive care unit and placed on a nitroglycerin drip. ECG showed sinus rhythm and poor r-wave progression with some nonspecific st-t wave changes. Cardiac enzyme elevation was consistent with a myocardial infarction. 8 days post the index procedure the patient died. An investigator summary states the cause of death was cardiac arrest. Per the physician, the study stent was listed as "unrelated" to the events.